Manufacturer narrative:
This report is submitted on april 08, 2020.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient was placed under local anesthesia on (B)(6) 2020, in order to replace with a longer abutment and excise excess skin.